Manufacturer narrative:
Technician found the left side rail board was bad. The account stated they had a board and would put it in. No further info is available on the repair of the bed at this time.

Event description:
Technician alleged that the bed would lose functions intermittently and the head of the bed would drop on its own. No pt impact.